Manufacturer narrative:
The failure mode cannot be confirmed as this is a software application issue and there is no way to verify without access to customer's phone/app. Note: this report is being submitted late due to having to set up the submission portal.

Event description:
On (B)(6) 2016, the customer reported that he was unable to sign into the dario application. He stated that his phone was locked in the login screen and that he was unable to test his blood glucose (bg) level. He subsequently developed hypoglycemia. No bg readings were provided by the customer.